Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. The patient has not experienced any adverse events as a result of loss of therapy from the reported event. It is unknown if there was any patient manipulation or trauma at the device site. X-ray views of the device were taken to assess the integrity of the system and sent to the manufacturer for review. Review of the x-rays did not reveal any anomalies in the visible portion of the device which may have contributed to the reported event. During review, it was also noted that the electrodes appeared to be aligned properly, but were inverted. The patient is being scheduled for full revision surgery. Diagnostic tests performed on the device revealed proper device function in 08/2008. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.